Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose caused by bent cannula. Customer's blood glucose was 688 mg/dl and was treated with insulin IV drip. Customer was educated on the causes and prevention of bent cannula. Customer declined troubleshooting and call was transferred.